Event description:
It was reported that during a dialysis catheter placement procedure, the kitelock solution allegedly causes the tubing to become opaque. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sometime post a dialysis catheter placement procedure, the kitelock solution allegedly causes the tubing to become opaque. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. Therefore, the investigation is inconclusive for the reported opacification issue as no objective evidence was provided for review. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. The instructions for use states that: d (common steps) 5. Follow your hospital protocol for dressing change and exit site care. Allow alcohol-containing agents (e.g., chloraprep solution) to air dry completely before dressing catheter. Warning: acetone and peg-containing ointments can cause failure of this device and should not be used with polyurethane catheters. Chlorhexidine patches or bacitracin zinc ointments (e.g., polysporin ointment) are the preferred alternative. Recommended cleaning solutions: catheter luer-lock connectors/end caps: ¿ povidone iodine (allow connectors/end caps to soak for 3 to 5 minutes). Exit site: ¿ chlorhexidine gluconate 2% solution ¿ chlorhexidine gluconate 4% solution. ¿ dilute aqueous sodium hypochlorite. ¿ 0.55% sodium hypochlorite solution. ¿ povidone iodine. ¿ hydrogen peroxide. .¿ chlorhexidine patches. Bacitracin zinc ointments in petrolatum bases. Warning: - alcohol should not be used to lock, soak or de clot polyurethane dialysis catheters because alcohol is known to degrade polyurethane catheters over time with repeated and prolonged exposure. - hand cleaner solutions are not intended to be used for disinfecting bard® dialysis catheter luer-lock connectors. H10: g3, h6 (method). H11: b5. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.